Manufacturer narrative:
Date of event is estimated product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to the difficulty to advance/position the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen or delivery device, outer diameter of the guide wire, condition of the guide wire, condition of the balloon catheter, coagulation of blood or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported difficulty to advance the guide wire through a balloon catheter resulting in a tip break. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional ht proceed device is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the lower extremity as it was a below-the-knee case. There was noted friction between both hi-torque proceed guide wires (gw's) and the armada 14xt balloon during advancement only. It was noticed that the coils of both gw's detached from the tip after torquing them both (both gw's remained in one piece). The gw's and balloon were ultimately removed and discarded. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.